Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_946 patient site ID (B)(6). It was reported that on (B)(6) 2022 a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 5. Two xtw triclips were implanted successfully, reducing tr to grade 1. The next day (B)(6) 2022, the patient had severe tr again. The triclips were both stable and no tissue damage was observed. On (B)(6) 2025, an additional triclip procedure was performed but no clips were implanted. The coaptation gap was wide and leaflets were curled making grasping very difficult. There are multiple attempts made to position the clip just posterior to the previous clips by grasping the central portion of the septal and anterior leaflets. Despite multiple efforts to independently grasp the leaflets, we simply could not actively capture both leaflets. After multiple attempts the posterior gripper would not lower in the usual fashion. The clip was then removed from the patient. A second xtw clip was then attempted to be implanted. IV lasix was administered in an attempt to reduce the gap however, grasping was still unsuccessful. It became clear after several hours that it was not feasible to achieve this. The clip was removed and the procedure abandoned. The procedure ended with tr unchanged. At 30 follow up after the intervention procedure, the patient was reported to be doing well. The physician commented that since the patient is not a surgical candidate and the mitraclip procedure failed, the tr will be managed medically.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (gripper actuation - single) or positioning failure (leaflet grasping - clip not implanted). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (wide captation gap, curled leaflets). A cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.